Event description:
The lead was returned and analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted at implant. High out of range pacing impedance measurements were observed and difficulty was experienced with the helix mechanism. Another lead was successfully implanted. No adverse patient effects were reported.